Manufacturer narrative:
The electrode lot numbers and expiration dates were requested but were not provided. The field service engineer cleaned the electrolyte flow path, sample needle, and electrolyte. No further issue was observed after the service visit. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 6000 c501 module. The initial results were: potassium 7.19 mmol/l, sodium 184 mmol/l, and chloride 60.9 mmo/l. The repeat results were: potassium 4.13 mmol/l, sodium 138 mmol/l, and chloride 101.2 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.